Manufacturer narrative:
Unit passed displacement test, no insulin pump error alarm noted. Unit alarmed insulin pump error alarm during self test due to faulty internal battery. Scratched case, cracked battery tube threads, pillowing keypad overlay and cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump receive 2 times in 1 week pump error alarm without any battery change. Rewind was ok. The insulin pump was not recently stored or without battery. Not happened after a battery change. No harm requiring medical intervention was reported. The device will be returned for analysis.